Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported an open book image error. The customer reported no adverse event. The event involved product(s) mmt-1780kpk. Troubleshooting was performed for critical pump error and explained that when pump performed safety checks and an error was found. Pump does not show any signs of damage. Instructed customer that pump will be replaced. Troubleshooting was performed for fluid in pump. Pump was reported to have been exposed to moisture. Fluid was present in pump. Pump did not return to normal function, and fluid was reported under the lcd (liquid crystal display), or fluid was heard when pump was shaken. No harm requiring medical intervention was reported. The customer will discontinue the use of the pump and revert to a backup plan per healthcare professional instructions. Mmt-1780kpk was requested, and the customer response was the device will be returned.